Event description:
A malfunction on a pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.